Event description:
It was reported on 03/28/2023 by an arthrex employee via (B)(4) that an ar-2923ds disposables kit axis was shifting when used. Upon checking, burrs were observed at the rear of the drill. Used a new product, and the case was completed. This occurred during use with no patient harm.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted one of the drills for the 2.9mm push lock has depth abrasion marks and laser marks were erased around the outside diameter of the drill. The most likely cause of this condition is excessive force/friction during use or insertion. The cause remains error use. Functional testing identified that the returned device does not work as required.